Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 44 living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Advice: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported itchiness where the adhesive is in contact with the skin within hours of pod activation, that gets progressively worse. When the pod is removed, sometimes there is a red, irritated rash and sometimes the area is blistered. The area also becomes rough and dry as it heals. The patient went to her doctor was prescribed a steroid cream; no diagnosis was provided. Pod wear was longer than 48 hours.